Event description:
A malfunction alarm was reported by the customer, identified as malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, assisted the customer with the reset, and confirmed the malfunction did not recur after resetting. The customer was advised to continue using the pump and to contact support again if the issue recurred, which was acknowledged by the caller.